Event description:
It was reported that t:slim x2 pump battery would not charge, and pump displayed power source alert. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of original tandem charging cable, wall adapter, and working outlet, left pump connected for extended time, and pump eventually began charging, so no further assistance was required.